Manufacturer narrative:
(B)(4) batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify, when the procedure was extended by 3 hours, if there was a change to the surgical procedure itself? If yes, please provide further detail of the change. They had to cut out the anvil which was stuck in the patient remove it from the belly side and then re do the entire anastomosis. Overall they were still able to achieve the same surgical outcome but the process was extended. Was there any change in the post-operative care of the patient? If yes, please describe those changes. They said they scoped them multiple times and were concerned about the increased risk of infection due to having an open and exposed cecum as a result of removing the stuck anvil. What is the current patient status? When I last spoke to the surgeon which was on post op day 1. He said the patient is recovering. Second set of additional information was requested and the following was obtained: 1) can you please confirm the surgical procedure being performed? Laparoscopic low anterior resection 2) what was the reason to scope the patient multiple times? First scope was to try to retrieve the anvil. Second scope was to assess the rectal staple line after the anvil had been cut out and the rectum re-stapled more distally. Third scope was to assess the new anastomosis. 3) what confirmation did the surgeon receive that the anvil was properly attached? The "connecting" area was flush against the orange part of the spike covering it completely. 4) how many counter-clockwise revolutions were used to open the device initially? Two 5) was it confirmed that the cutting washer was fully transected? No, more occupied with getting the anvil out. 6) why is only one anvil being returned for analysis? The sales rep went to the hospital the day after the case and was informed of the incident. Upon notification she attempted to collect the effected product however it was not set aside. Therefore, she went through the red sharps bin in the or that the case was performed in the night before and retrieved 2 ecs29a handles, 1 anvil, and 1 white washer (unable to tell if it is a half or a whole). There was only 1 anvil in the bin so that is why only 1 is being returned. Not sure. The or team was told to keep the stapler for analysis but this apparently was not communicated properly. Sometime the anvil is sent with the anastomotic donuts. Not sure if this happened with one of the staple fires. 7) is the anvil that had the issue being returned? We believe so. The other anvil was no where to be found so I think it was sent off with the final specimen. 8) what is the current patient status? Home and doing well with normal bowel function. 9) was the procedure completed laparoscopically or did it have to be converted to open? It was originally lap and then they had to open to get the anvil out.

Event description:
It was reported that during a sigmoid low anterior resection procedure, the spike went through the tissue, saw the orange, closed down, heard the crunch, opened the stapler, went to remove the device but the device wouldn't come out. Opened the stapler more, pulled had on the handle and the handle came out of the patient but the anvil stayed in the patient. The doctor cut out the anastomosis, removed the anvil from the stomach side and used a second like device to create a new anastomosis. The procedure was prolonged three hours.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.